Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was 0.0385 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 21.8cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-sep-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and calcified left circumflex coronary artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced, however, during the procedure failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a break 21.8cm distal to the distal end of the strain relief.